Event description:
Factory analysis revealed a electrical open on the device blower. Malfunction of the blower as noted could result in a shut down of the ventilator during operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.